Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad was unresponsive, then a button error alarm was returned. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent up button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.